Event description:
Patient get an alert on her dexcom g7 sensor saying sugar is critically low, but when patient check her sugar its not critically low. The machine will give insulin when it's not needed. Also, patient's omnipod isn't compatible with patient's phone though per the website patient's phone should be compatible. Patient reached out to manufacturer and received a replacement. Pt code: 4582. Device code: 2588. Ref: mw5184555.